Event description:
Suspected alcl.

Manufacturer narrative:
Sientra complaint #: (B)(4). Alcl is suspected but has not been confirmed through testing. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.